Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023.

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient underwent two different procedures, the (B)(6) 2023 (specific date not reported) and the second on november 29, 2023, to have the wound drainage, subsequently, the patient was treated with oral antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report.